Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of high impedances was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken followed by a cam impression mark. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain the patient's weight. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2020-02790. It was reported the patient fell and lost effective therapy. Diagnostics discovered invalid impedance on both of the patient's leads. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue. Effective therapy was established postoperatively.